Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached an unexpected charge time of 21.8 seconds with a monitoring voltage of 2.53 volts. No therapy had been delivered since the last follow up. Bsc technical services was contacted and a representative discussed that this device could display the elective replacement indicator (eri) if the charge time did not recover below 17.9 seconds. No adverse patient effects were reported. At the time, this ICD remained implanted and in service. The tones were demonstrated for the patient and the next follow up was scheduled for two months. At a later date, this ICD was explanted and returned to boston scientific for laboratory analysis. There were no additional allegations reported against this device.